Manufacturer narrative:
The biopsy guide was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. One of the three attachment screws had broken off. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that while the health care profession (hcp) was unscrewing the navigus base, one of the screws sheared off in the skull. The hcp was able to drill it out. There was less than an hour delay in the procedure. No impact on patient outcome.